Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor when compared to an hcp meter. A caller reported that on (B)(6) 2020, the customer received a sensor reading of 110 mg/dl and consequently experienced symptoms described as sweating, breathing heavily, and a loss of consciousness. The paramedic was called and upon their arrival, a blood glucose reading of 28 mg/dl was obtained and the customer was treated with ¿sugar tubes¿. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was transported to the hospital and was hospitalized for the diagnosis of hypoglycemia and received unspecified treatment. It was further reported that the customer was still in the hospital at the time of the reported issue. There was no report of death or permanent impairment associated with this event.